Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had to go to the hospital due to infection caused by the tubing. Customer's blood glucose was unknown. No further information reported.